Manufacturer narrative:
It was reported that the ventilator's support arm was broken. No patient involved. No repair was requested. The support arm was discarded by the healthcare facility. The root cause of the breakage has not been conclusively determined.

Event description:
It was reported that the ventilator's support arm was broken. There was no patient involvement. Manufacturer's ref #: (B)(4).